Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge was not detected during the load sequence. The customer successfully reloaded the cartridge and insulin delivery was resumed. Customer's blood glucose level was 111 mg/dl.